Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay on a cobas e 602 module. Initial result: 137.5 coi (reactive). On (B)(6) 2026: 1st repeat result: 107.3 coi (reactive). Hbsagqn2 result: 6.99 iu/ml (reactive). The sample was then tested on alinity multiple times, and the results were: 0.190 s/co three times (non-reactive when plasma was tested). 0.19 s/co once. 0.20 s/co two times. 0.22 s/co once. 0.280 s/co once (non-reactive when serum was tested). The sample was also tested using the enzyme-linked immunosorbent assay (B)(6) technique, and the result was non-reactive. The non-reactive result was reported outside the laboratory.

Manufacturer narrative:
The elecsys hbsag ii reagent expiration date was not provided. The cobas e 602 module serial number was (B)(6). The qc and calibration were acceptable. The investigation is ongoing.